Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 55 mg/dl. The customer was found passed out by their parent. The paramedics were called and assisted the customer. The customer was not hospitalized. The customer stated declined troubleshooting the issue. The customer sent their insulin pump back for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.